Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a spinal procedure with a vertebral body spacer. Upon attempting to detach the inserter from the spacer, the surgeon had difficulty and the back end of the implant broke off from the main body of the device. The broken device remained implanted.